Event description:
Pt was given IV infusion of protonix. Protonix pump infusion rate was appearing correct, but the entire 50ml was emptied very quickly. Pump showed 44 ml left to be administered and being administered at 10ml/hour. Charge nurse and md notified. Charge nurse placed a heat ticket for the IV pump and took a picture showing pump was accurately programed. The protonix infusion was programmed properly using integration at a rate of 10 ml/h (8mg/h). The infusion was started at 1045 and stopped (presumably empty) at 1056, 11 minutes later. There were five "air in line" alarms that occurred during that time, I would like to ask the reporter how she addressed these, if she connected a syringe and removed the air or if she disconnected the infusion and ran the air out or if she simply pushed "restart". If she paused the infusion, removed the tubing and rain the air out of the line, this would probably explain the event as it takes 26-28 mls of fluid to prime the line and takes at least half of that to chase the air bubbles from the lines. The protonix infusion only has a volume of 50 ml. However, if she did not remove the tubing and just hit restart, this could be an over infusion. FDA safety report ID# (B)(4).